Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience a fall which resulted in damage to the ipg. The patient began felling pocket stimulation and had the ipg replaced on (B)(6) 2020. Therapy was re-established.